Event description:
It was reported that three days after implant the patient heard beeping from their chest and wondered if it was from the implanted implantable cardioverter defibrillator (ICD). There was no further beeping after that initial date. No further information is available. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7122-65, lead, implanted: (B)(6) 2014. (B)(4).